Event description:
Reporter alleged customer obtained blood glucose values of 432 mg/dl back to back with a value of 156 mg/dl when testing was perfomed seconds apart on the advantage system. Reporter stated the 156 mg/dl result wa not recorded in the system memory. No report of actions or treatment. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products: diovan 5+ yrs - 80mg once daily; furosemide 3-4 yrs - 10mg once daily; isosorbide mononitrate 5+ yrs - 30mg once daily.